Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have scratch marks/abrasions on the tube adapter. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the monopolar cautery instrument had a scratched tip. There was no report of patient involvement.